Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to a (B)(6) infection. There were no additional adverse effects reported. This rv lead was explanted.

Event description:
Additional information received that the patient experienced sepsis. No additional adverse patient effects were reported.